Manufacturer narrative:
Additional information: per analysis update. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for implant procedure on (B)(6) 2020. During procedure, it was noted that the physician had difficulty passing the stylet through the left ventricular lead. The physician noted blood within the left ventricular lead. Also, lead fracture was observed. The left ventricular lead was not used and was replaced. However, due to patient anatomy the replacement lead was not implanted. The patient was stable post procedure.